Event description:
A (B)(6) male patient's sister contacted zoll customer support to report that the monitor's response buttons were not working properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon evaluation, the front response button cover was missing and the response button was damaged to the point of being unresponsive. In addition the monitor's case was cracked. The root cause for the damaged response button was unable to be positively determined, but was likely physical abuse. The root cause for the cracked monitor case was unable to be positively identified but is likely physical abuse. No adverse event resulted from the damaged response button. The patient was issued a replacement monitor.